Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer inquired about the audio issue. The audio issue was confirmed during the call. The device did not pass audio test. The customer¿s blood glucose during the incident was 7.2 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failures was present in the insulin pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.